Event description:
Bd primary tubing began leaking when attached to patient for treatment. Patient received about an hour and half of treatment before tubing began to leak. Lot: 26023262; exp: 2/22/29. Leak was caught before major spill happened.